Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) due to a stroke. It was noted that a CT scan was already performed. It was noted that there was "artifact" while attempting to perform an EKG, so the patient needed her devices turned off. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional review reported that the patient was confused, dazed and was not able to tell the health care professionals anything.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 312660001, implanted: (B)(6) 2012, product type accessory; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v779186, implanted: (B)(6) 2012, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v947059, implanted: (B)(6) 2012, product type lead. (B)(4).